Event description:
It has been reported that AED has not passed a self diagnostic check.

Manufacturer narrative:
(B)(4). Device evaluation pending. Reported as issue could not be cleared by operator.